Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, at the beginning of the procedure, the monopolar curved scissors (mcs) jaw did not close completely, thus requiring a change of position to continue the procedure. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have blade damage at the tip of the blade. One of the blade edges was indented causing the instrument¿s scissors to be bent. Scissors failed the cutting test. Blades of an instrument that had burrs or indentations would not be able to cut material as expected, leading to the need to attempt multiple cuts to complete a transection. The complaint was confirmed by failure analysis. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument version was corrected to 470179-21. Images were provided for review and confirm the instrument ID via housing. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.